Event description:
It was reported that a malfunction occurred when a pump was turned on, resulting in a malfunction 0-0x2057. There was no adverse impact to the customer's blood glucose level. The device is expected to be returned, and a replacement pump was provided to the customer.